Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the hub separated from the catheter. It is unknown how long the device was in place, but the patient needed an additional procedure to replace the catheter. Aside from this, there were no further injuries to the patient.